Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance synergy washer. User facility personnel informed the technician that the employee subject of the event was pulling trays out of the "clean side" of the washer, while another employee was reviewing cycles on the "dirty" side of the washer. The employee reviewing cycles on the dirty side accidentally closed the washer door on the clean side, causing the employee's arm to be trapped in between the washer door and the threshold allowing the reported event to occur. The technician inspected the washer and found the unit to be operating according to specification, including the function and operation of the safety bar. No repairs were required, and the unit was returned to service. The root cause of the reported event can be attributed to user error. The employee should have had her arm clear of the door while the unit was in use. The reliance synergy washer operator manual states (pg. 1-1): "warning - personal injury hazard: risk of pinch point between door and threshold when the door opens. Keep fingers away from threshold." The reliance synergy washer operator manual also states (pg. 1-1): "warning - personal injury hazard: when baskets are present on the conveyor modules, keep fingers and hands away from wash chamber doors and moving baskets." Per the customer's request, the technician replaced the door to the reliance synergy washer. While onsite the technician counseled user facility personnel on the proper use and operation of the reliance synergy washer specifically, keeping hands and fingers away from the washer's door. No additional issues have been reported.

Event description:
The user facility reported an employee injured their arm while operating their reliance synergy washer. Medical treatment was sought and administered.